Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens. Approx six months postoperatively, the pt presented with asymmetrical lens vaulting, secondary to capsular contraction syndrome. Lens repositioning using yag laser is being considered. Additional info has been requested.

Manufacturer narrative:
(B) (4).